Event description:
It has been reported to philips that the live and reference images were not present on the large monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis of coronary procedure which completed by moving the patient to other room. The philips field service engineer (fse) inspected the system onsite and confirmed that the barco monitor does not transmit the rx images shown on the monitor in the control room. The fse replaced the video adapter of the x-ray computer and restored the system's proper operation. After replacement of the video adapter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.